Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was suspected to exhibit premature battery depletion. The device was noted to have been programmed to high output settings and was successfully reprogrammed. The patient was in stable condition.